Event description:
Device stopped working during surgery. Review of our records indicates that the device was returned to the manufacturer for quality analysis and credit. There was no patient harm. We have no record of the manufacturer's response at this time.